Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 24.4 mmol/l (440 mg/dl) while wearing the pod longer than 48 hours on the hip/buttocks. A correction bolus was administered using the pod but it was unsuccessful at reducing the patient's bg levels. The patient noted the cannula was bent and there was blood on the adhesive pad. A new pod was then applied to treat the hyperglycemia.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly under magnification did not find it bent, kinked, or damaged. No issues were noted that would cause high blood glucose levels. No issue observed that would result in bleeding at the infusion site. The cause of the bleeding could not be determined.